Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The electromagnetic communication/power cable was returned to the manufacturer for evaluation. Testing found that the cable did not have physical damage, though continuity testing found an open on one pin of the universal serial bus (usb) cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the surgeon monitor was cracked, and the axiem power/communication cable was damaged. This issue occurred during an in-service, and there was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic communication/power cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.